Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece being used for a bilateral total knee replacement. It was reported that the handpiece was splitting and the coating split off. The device settings were cut 10 and coag 10. The surgeon used long bursts, sometimes between 20-30 seconds at a time. Some of the staff had been using scratch pads and were reeducated on proper cleaning technique. It was noted that sometimes the handpiece energy output flickered on/off while the button was activated. There was a split second or brief pause. There was no impact on patient outcome.